Event description:
It was reported that after the batteries were changed on the patient programmer on (B)(6) 2015, the information screen showed ¿implantable neuro stimulator battery low¿. The patient also felt stimulation in the wrong location down her legs and toes on the same day right after the batteries were changed. The patient had already decreased the stimulation down to 4 but it still bothered her. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).